Event description:
It has been reported to co that the bard ep (electophysiology) system failed after all sheaths and electophysiology catheters were placed in coronary and coronary sinus. Necessary channels unable to be displayed. The procedure was cancelled. There is no pt injury reported.